Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
It was reported to philips that the device does not recognize oxygen. The device was in clinical use at the time of the event. The patient was placed on another v60 to continue treatment and there was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance. The fse was not able to duplicate the reported issue, but checking the error log and the drpta report the fse found an error code. The fse performed performance tests and all testing successfully passed. The fse found that the customer's oxygen source was out of range which was the cause of the reported oxygen failure. The device was fully tested and no failure was found by the fse. No replacement parts were required and the device remains at the customer site ready for use.